Event description:
Customer reported that the ventilator stopped cycling on a patient. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. The biomed discovered that the expiratory pressure transducer was defective. The biomed installed a new expiratory pressure transducer. The ventilator was calibrated and functionally checked. Ventilator was functioning according to all manufacturers specifications. Ventilator was returned back to service. There were no patient injuries.